Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Report 2 of 2: it was reported while using bd vacutainer® boric acid sodium borate/formate c&s urine tube, an unspecified number of tubes exhibit stopper creepout after replacing cap resulting in spills. There was no other health impact or consequences reported.

Event description:
Report 2 of 2: it was reported while using bd vacutainer® boric acid sodium borate/formate c&s urine tube, an unspecified number of tubes exhibit stopper creepout after replacing cap resulting in spills. There was no other health impact or consequences reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 21-may-2025. Investigation summary: bd received 10 customer return samples from each lot for investigation. The customer return samples along with 100 retention samples from each lot number were visually inspected with no issues observed. Functional tests were performed on the returned samples and 10 retained samples from each lot number with all tubes testing within specification requirements. No issues were observed with stopper function. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: stopper creep out/loose closure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.